Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a4 and a5: the customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: the access b-hcg reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter field applications specialist (fas) was dispatched to assess system performance. Fas performed hardware verification. Hs system check, carry-over and system check passed. Temperatures of each zone were within the acceptable limits. The system is performing within specifications. The likely cause of this event is use error. The customer reported the sample had been allowed to clot for 10 minutes prior to centrifugation. Per becton dickinson (bd), minimum clotting time recommended for bd sst tubes is 30 minutes. Per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿the recommendations are to allow the tubes to stand upright, for a preset minimum period of time (e.g., 30 - 60 minutes) to allow for clotting, before centrifugation¿.

Event description:
On 21june2023 the customer reported that an erroneous non-reproducible low hcg (access total b-hcg, part number a85264 and lot number 372030) result was generated on the customer's dxi (dxi 800 access immunoassay analyzer w/spot b, part number a71456 and serial number (B)(6)) on (B)(6) 2023. The initial result of 181.51 miu/ml was released from the laboratory. There was a report of change to patient management in connection with this event. The customer reported the patient surgery was delayed due to the erroneous low hcg result. There was no report of death or serious injury. No further information regarding change to patient management or patient outcome was provided for this event. The sample was repeat tested on (B)(6) 2023 and a result of >1,309 miu/ml was obtained. The sample was then reflex tested with the hcg5d (on-board dilution) assay and a result of 9,457.33 miu/ml was obtained. The sample was then tested on an alternate instrument at the customer site (dxi600 instrument, s/n (B)(6)) and a result of 9,102.90 miu/ml was obtained. System performance indicators were passing within specifications at the time of the event. There no report of hardware issues or issues with other assays at the time of the event. No other patient results were called into question. Per customer verbal report, no fibrin clots were observed on the sample. Sample was collected on a bd (becton dickinson) serum separating tube (sst). It was allowed to clot for 10 minutes and then centrifuged for 10 minutes at 3,000 rpm. The sample was then refrigerated at 2-8°c between initial and repeated testing. A beckman coulter field service engineer (fse) was dispatched to assess system performance.